Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a bulge in the extension leg is confirmed but the exact cause is unknown. One powertrialysis 15 cm catheter was returned for investigation. A bulge in the venous extension tubing was observed. Use residue was present within the catheter. Yellowish discoloration was observed on extension tubing and appeared to be concentrated near the clamps. The discoloration may have been caused by excessive exposure to cleaning agents. The IFU states ¿clean exit site at each dialysis treatment with chlorhexidine gluconate unless contraindicated. Apply antiseptic per manufacturer¿s recommendations. Allow to air dry completely¿ and ¿warning: acetone and polyethylene glycol (peg)-containing ointments can cause failure of this device and should not be used with polyurethane catheters.¿ use of incompatible cleaning agents, excessive exposure to chemicals and over-pressurization may be contributing factors to the bulging of the extension leg. As the bulge in the extension leg was present, the complaint is confirmed but the exact cause is unknown. No further action is required because the reported event could not be related to a deficiency in product manufacture or deficiency while under correct product use. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that on 6/23/18 the rn infused through the trialysis catheter and noticed a bulge in the extension leg. The catheter was removed and another one was replaced successfully. There was no patient injury reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will be evaluated. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that on (B)(6) 2018 the rn infused through the trialysis catheter and noticed a bulge in the extension leg. The catheter was removed and another one was replaced successfully. There was no patient injury reported.